Event description:
It was reported that while the ventilator was connected to a pt, peep (positive end expiratory pressure) increased above the 15cm h2o alarm limit and the pt had difficulty breathing. The ventilator was swapped out. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).